Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5063010) in united states on 15-jul-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2012. The consumer received the following concomitant medication: ibuprofen (ibuprofen [ibuprofen]). She had the essure implant and became pregnant after sterilization. She had tubes removed and a coil was left inside and has migrated to uterus. She stated that essuire was awful and ruined her life. The term hospitalization and required intervention were only mentioned as event outcome and the reporter did not specify it. According to the reporter, the relationship between the events and essure is related. No follow up is possible due to unavailable reporter contact information. Follow up 05-aug-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and became pregnant. She had tubes removed and a coil was left inside and has migrated to uterus (seen as partial expulsion of device). Pregnancy and tubes removed are serious and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In addition, if, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, no information was provided regarding the reason for the planned procedure. It was also unknown the gestational age. Nevertheless, based on their nature, a causal relationship with suspect insert cannot be excluded. In this case, the term hospitalization and required intervention were only mentioned as event outcome and the reporter did not specify it. This case was regarded as incident due to the surgical intervention performed. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No follow up is possible due to unavailable reporter contact information.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063010) on 15-jul-2016. The most recent information was received on 27-feb-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro insert had migrated from her right fallopian tube"), device expulsion ("a coil was left inside and has migrated to uterus / left micro-insert had also migrated and was no longer in the left fallopian tube"), embedded device ("migration of essure device location of device: myometrium of the uterus"), device breakage ("device breakage") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (((B)(6) 2010,(B)(6) 2011,(B)(6) 2012,(B)(6) 2015)). Concurrent conditions included anxiety and morbid obesity. Concomitant products included butalbital, ibuprofen, medroxyprogesterone acetate (depo-provera) and sertraline (zoloft). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting, dysmenorrhoea ("abnormal abdominal pain and cramping during menstruation"), abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), headache ("chronic severe headaches"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), fatigue ("chronic fatigue"), vertigo ("vertigo"), migraine ("migraines"), uterine pain ("uterine pain") and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, embedded device, device breakage, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, headache, alopecia, vaginal discharge, weight increased, fatigue, vertigo, migraine, uterine pain and pelvic pain outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, pregnancy with contraceptive device, vaginal discharge, vertigo and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55.5 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs: new events: embedded device, device breakage, migraine, uterine pain, pelvic pain were added. Reporter, patient demographic information, all other relevant history updated. Product start, stop date updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063010) on 15-jul-2016. The most recent information was received on 25-may-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro insert had migrated from her right fallopian tube"), device expulsion ("a coil was left inside and has migrated to uterus / left micro-insert had also migrated and was no longer in the left fallopian tube"), embedded device ("migration of essure device location of device: myometrium of the uterus"), device breakage ("device breakage") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2015)). Concurrent conditions included anxiety, morbid obesity, hypertension, anemia and paratubal cyst. Concomitant products included butalbital, ibuprofen, medroxyprogesterone acetate (depo-provera), sertraline (zoloft) and solpadeine (tylenol 1). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting, dysmenorrhoea ("abnormal abdominal pain and cramping during menstruation"), abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), headache ("chronic severe headaches"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), fatigue ("chronic fatigue"), vertigo ("vertigo"), migraine ("migraines"), uterine pain ("uterine pain") and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, embedded device, device breakage, back pain, headache, alopecia, vaginal discharge, vertigo, uterine pain and pelvic pain outcome was unknown, the pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, dyspareunia and migraine had resolved and the weight increased and fatigue was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, migraine, pelvic pain, pregnancy with contraceptive device, uterine pain, vaginal discharge, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical record: the coil was visualized completely embedded in the myometrium( confirming embedded device). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs received: previously reported events dysmenorrhoea, dyspareunia, fatigue, weight increased, migraine, abdominal pain lower outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5063010) on 15-jul-2016. The most recent information was received on 12-jul-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro insert had migrated from her right fallopian tube"), device expulsion ("a coil was left inside and has migrated to uterus / left micro-insert had also migrated and was no longer in the left fallopian tube"), embedded device ("migration of essure device location of device: myometrium of the uterus"), device breakage ("device breakage") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (((B)(6) 2010,(B)(6) 2011,(B)(6) 2012,(B)(6) 2015)). Concurrent conditions included anxiety, morbid obesity, hypertension, anemia and paratubal cyst. Concomitant products included butalbital, ibuprofen, medroxyprogesterone acetate (depo-provera), sertraline (zoloft) and solpadeine (tylenol 1). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with nausea and vomiting, dysmenorrhoea ("abnormal abdominal pain and cramping during menstruation"), abdominal pain lower ("severe lower abdominal pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), headache ("chronic severe headaches"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), fatigue ("chronic fatigue"), vertigo ("vertigo"), migraine ("migraines"), uterine pain ("uterine pain") and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, embedded device, device breakage, back pain, headache, alopecia, vaginal discharge, vertigo, uterine pain and pelvic pain outcome was unknown, the pregnancy with contraceptive device, dysmenorrhoea, abdominal pain lower, dyspareunia and migraine had resolved and the weight increased and fatigue was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain lower, alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, migraine, pelvic pain, pregnancy with contraceptive device, uterine pain, vaginal discharge, vertigo and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Concerning the injuries reported in this case, the following one was reported via medical record: the coil was visualized completely embedded in the myometrium( confirming embedded device) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 03-nov-2016: information received via legal claim states that in or about the fall of 2012, plaintiff discussed permanent birth control with her physician. Consistent with marketing materials and other documents, doctor recommended the essure device and procedure advising that: it was non-surgical; it was less invasive; the risks were minimal; and it was just as effective as other forms of birth control. As relayed by her physician, plaintiff relied on the representations made by regarding the benefits and risks of the essure procedure in reaching her decision to undergo the same. In or about (B)(6) of 2012, plaintiff underwent the essure procedure which was performed by physician at her office. In or about (B)(6) of 2013, a hysterosalpingogram (hsg) test was performed, confirming full occlusion of her fallopian tubes. Within a few months of having the essure device implanted, plaintiff began experiencing symptoms, which included: abnormal abdominal pain and cramping during menstruation; severe, lower abdominal and back pain when not menstruating; painful intercourse; chronic, severe headaches; hair loss; vaginal discharge; weight gain; chronic fatigue; and vertigo. Over the next few years, she complained about these symptoms to her healthcare providers, including the inserting physician. In or about (B)(6) of 2014, plaintiff began having episodes of nausea and vomiting unrelated to any sort of illness. Suspecting that she might be pregnant, plaintiff took a home pregnancy test and the result was positive. Immediately thereafter, she contacted health care professional to describe her symptoms. Plaintiff further advised physician that she had taken a home pregnancy test, and that the result was positive. Doctor responded, advising her to come to his office, that day, for blood work and an examination. Later that day, a blood test was taken in health care professional office and it also confirmed that plaintiff was pregnant. Physician then proceeded to examine her and, during this exam, an ultrasound was performed, which showed that plaintiff was (B)(6) pregnant. The ultrasound further showed that the essure micro-insert had migrated from her right fallopian tube. On (B)(6) 2015, at (B)(6) gestation, she gave birth to a daughter, via vaginal delivery. In light of the migrated coil, unintended pregnancy, and her continued pain, plaintiff and physician discussed the possibility of having surgery to remove the essure micro-inserts. Since having her daughter, plaintiff has had to undergo two additional surgeries as a result of the migration of the essure micro-inserts. The first surgery, a bilateral salpingectomy, was performed in (B)(6) of 2015. However, it was discovered during this procedure that the left micro-insert had also migrated and was no longer in the left fallopian tube. As a result, plaintiff had to undergo a second surgery, a hysteroscopy, which was performed in (B)(6) of 2016. Since hysteroscopy, her symptoms have mostly resolved, but some remain. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and became pregnant (she gave birth to a daughter, at term). She had tubes removed and a coil was left inside and has migrated to uterus (seen as partial expulsion of device). Upon follow-up receipt, case became legal and it was reported that essure micro insert had migrated from her right fallopian tube (device dislocation). A bilateral salpingectomy was performed however, the left micro-insert had also migrated and was no longer in the left fallopian tube (merged to a coil was left inside and has migrated to uterus). A second surgery, a hysteroscopy was performed. Device dislocation, device expulsion and pregnancy with contraceptive device are anticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, a hysterosalpingogram was performed, showing full occlusion of fallopian tubes. A device ineffective cannot be excluded. Pregnancy was considered related to essure. The exact dates and mechanism of dislocation/expulsion were not reported, however considering the events' nature, causality with essure cannot be excluded. This case was regarded as incident due to required surgical interventions. In addition, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.